Event description:
Breakage of an mcp implant¿, date of surgery (B)(6) 2012. No further info was provided. Add¿l clinical info was requested, not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.